Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to lead fracture. It was reported that the lead was successfully placed via a cephalic approach. The lead¿s terminal pin was inserted into the header of the device and attempted to secure with setscrews. The physician realized the terminal pin needed to be adjusted. While attempting to remove the terminal pin from the header of the device, the lead fractured. The entire lead was removed from the patient and header without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead insulation was torn apart from the distal end of the terminal anode ring. The force used to remove the lead terminal from the header appears to have exceeded the insulation/ring bond strength in that area. It is likely that the set screw was in the down position when trying to pull the lead from the device. The force it took to remove the lead from the header is not known.